Event description:
The caller reported that the patient's tube had a deflating cuff within a few hours. She states that reintubation was necessary, but she did the intubation and there was no harm or trauma involved. She did not save the box and does not know the lot number.